Event description:
Boston scientific obtryx ii trans obturator mesh placed for urinary stress incontinence. Immediately after procedure noticed burning pain in groin/ left inner thigh (very high, very deep). Reported pain to doctor at every follow up, was told it was normal and that it would go away. It has gradually gotten worse over the past 3 years. Am now unable to flex or laterally rotate hip without extreme pain, am not able to weight bear on a flexed hip without extreme pain. So I cannot sit to stand, stand to sit, get in or out of the car, walk upstairs, ramps or hills, dress, bathe or change position in bed without extreme pain. Has also caused progressive spasm in tfl, and atrophy of glutes, cannot walk without pain (sometimes not a single step), but under no circumstance can I walk more than 1-2 minutes without burning muscle spasms and then sharp pain. Also have occasional (several times per week) sharp pain in urethra, and pulling discomfort in vagina. Can now feel mesh in vagina. On the upside, the mesh did decrease the intensity of my stress incontinence (though it did not resolve it). I had the procedure done because I was an athlete and the incontinence was severe enough that it affected my ability to continue exercise at the level I wanted to perform at. While the mesh reduced my incontinence to a more manageable level, the hip pain has prevented any exercise at all... Not a worthy trade. I am looking into mesh removal which appears to be a significantly risky and expensive procedure with no guarantee of my returning to function.